Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited therapy exhaustion in the ventricular tachycardia (vt) zone. Noise was noted on shock channel. However, additional information indicates that there was no noise confirmed. Therapy exhaustion was due to atrial tachycardia. This device's integrity was checked and device was reprogrammed to restore critical therapy. This device remains in service. No additional adverse patient effects were reported.